Event description:
Patient's one touch ultra meter was reported to keep falling the control solution tests. Five control solution tests were out of range from two different vials of test strips. Patient had contacted their doctor who advised the patient to perform control solution test and report this issue. There was no medical intervention or adverse event reported. The test strips and control solution were replaced for the patient.